Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an assurant cobalt to treat in-stent restenosis in the external iliac artery which exhibited 50% stenosis, mild calcification and moderate vessel tortuosity. The restenosis had occurred in an existing non-mdt stent and the assurant cobalt was to be implanted in that stenotic lesion. The lesion was pre-dilated, residual stenosis was approximately 40%. The device was inspected prior to use with no issues noted. No resistance was noted removing the protective sheath nor difficulty removing the device. During the procedure and after reaching the lesion, the physician noted resistance when he moved the relevant device slightly back and forth in order to correctly position the device. The dislodgement occurred at the moment when the physician noted the resistance. It is reported that it is likely the stent cell of the existing stent had been lifted, and the relevant device was caught up. The dislodged stent migrated to the sfa where it was fully apposed to the vessel wall using a non-mdt balloon catheter. The procedure was completed after a delay of over 30 minutes, with no adverse effect on the patient. No other clinical sequelae reported.